Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear was stuck. The ball detent screws and the sliding pin on the handle were adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Event description:
It was reported during surgery the device is not cranking properly when the skin graft and board is inserted. There is no harm or delay reported. Due diligence is complete and there is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.